Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump exhibited an error code, force sensor background test. No patient injury was reported.

Manufacturer narrative:
H10: device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the tamper seals were missing or broken from the plunger assembly and bottom case upon receipt, the top case and plunger caser were cracked, and the bottom case seal was partially missing. An error code was found in the ehl (event history log). The customer reported issue was duplicated upon power up during the investigation, the force sensor does not operate as intended. Root cause of the reported issue is due to normal wear, the pump is about 10 years old. Replaced the force sensor and also replaced the plunger cable preventively, performed preventive maintenance and all functional testing. The product is beyond a year from the manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record DHR review was not performed. Service review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation. Model number: 4000.